Manufacturer narrative:
Eval summary: the complaint report states that the femoral component was revised due to loosening after approximately 5 years and 8 months in vivo. No product was returned for evaluation and no x-rays were available for review. The patient is reported to be a (B) (6) man, with rheumatoid arthritis. The patient's activity level and build are unk. The patient's bmi is 32.9. A possible contributor to the loosening could be the patient demographics (obese). However, based on the available information, the cause of the femoral loosening is unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantiative information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to femoral implant loosening.

Manufacturer narrative:
Other device used: catalog #00110100800, osteobond copolymer bone cement dough-type, lot #60183702. Updated information via primary and revision operative notes. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to rheumatoid arthritis. Review of the revision operative notes confirms patient underwent a revision left total knee arthroplasty due to aseptic loosening of the femoral component. The articular surface that was implanted into the patient was a 17mm articular surface which is a significant increase from the 12mm articular surface used in the primary surgery. The package insert states "loosening or fracture/damage of the prosthetic knee components or surrounding tissue" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.